Event description:
Information was received indicating that this syringe infusion pump stopped during infusion. No adverse patient effects were reported.

Manufacturer narrative:
One cadd medfusion pump was returned for analysis in used condition. The tamper seal was broken and the device has a crack underneath tube holder of top case. Review of the event history log shows syringe plunger not in place. Use testing was performed. The customer complaint of syringe plunger not in place was confirmed. Service found a broken screw boss under force plunger head mount which was causing the force sensor assembly to come loose. Service replaced the left plunger case, top case, delrin washer, cable guard, lead screw, right and left clutches, clutch spring, worm coupling, worm gear, and battery. The root cause is the broken screw boss.